Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. It was found to be over infusing, not under infusing, as reported. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was under infusing. They stated that it under infused by 15%. Mmdg followed up with the initial reporter to obtain additional information who stated that this had occurred during testing and no patient had been affected. (B)(4).